Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field - e1 (event site postal code). A getinge field service engineer (fse) evaluated the unit and was unable to replicate the failure for reported display failure. Fse replaced both executive processing board for shutdown - unexpected unspecified and drive manifold for low vacuum alarm to be safe as the reported failure is intermittent. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a drive manifold , with a reported of a ¿system failure shutdown and low vacuum alarm with code 160 & 124¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the drive manifold into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests (40 minutes) did trigger a problem. ¿the manifold failed the fill/k3 valve leak test¿. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per p/n 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing department received an executive processor board, with a reported of ¿system failure shutdown and low vacuum alarm with code 160 & 124¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing. Performed and tested in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (1 hour) did not trigger the reported problem of ¿system failure shutdown and low vacuum alarm with code 160 & 124¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the executive processor board to the supplier for failure analysis as per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. Supplier investigation for executive processor board states that error not detected as described low vacuum alarm with error code 106 and 124 for executive processor board. All ict, hi-pot, fct, and manual test result have passed. Please see attached investigation document received from supplier. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen froze. There was no patient harm reported.